Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer states the lancing is protruding from the end of the true draw lancing device when loaded. Customer states the lancet will not retract after piercing his finger; regardless of the setting on the depth dial. The lancets he has been using are unilet lancets, these lancets were provided by the va. No adverse event reported.